Event description:
Per the audiologist, the patient had a skin flap infection. The patient was treated with bacteriophage and hormone drug and the liquid at the site was extracted. The implant site continued to become thinner and the implant was finally exposed. Explant and reimplantation is planned, but had not taken place at the time of this report may 11, 2009.